Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The root cause could not be identified for the damaged acoustic lens. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign materials inside the k-wire, and damaged acoustic lens. There was no patient involvement.